Event description:
Alleged reason for revision: broken modular neck, the neck broke when the patient was going upstairs. Revision surgery took place on (B)(6) 2013. Low activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).